Event description:
The patient was implanted with a siltex low bleed gel-filled mammary prosthesis on 01/18/1994. Subsequently, the patient experienced a rupture of the device, capsular contracture and pain. The device was explanted on 08/20/1998.